Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine and hydromorphone via an implantable pump for non-malignant pain. The hcp reported that the patient presented to the hospital with an intrathecal pump, and there was concern that the pump might have malfunctioned. The hcp requested that a local medtronic representative be contacted to interrogate the pump. The hcp reported that a nurse had come by to change or adjust the pump and experienced difficulties activating it. Approximately 45 minutes after the activation, the patient developed extreme rigidity and believes she might have experienced a transient ischemic attack (tia) or stroke. The hcp expressed concern that the patient might be receiving too much pain medication or too many boluses. The patient was currently being evaluated for other possible causes, but the hcp would like to rule out a pump-related issue. The hcp stated that attempts were made to contact the patient's managing physician, but they were unsuccessful. Technical services documented the provided information and transferred the hcp to the national answering service (nas) for further assistance. No further issues were stated.